Event description:
It was reported that a patient underwent a laminectomy on (B)(6) 2008 and a drain was inserted into the spinal cavity. However, 26 days post operative, it was noted that the drain was not functioning and a hematoma occurred. The patient underwent a re-operation on (B)(6) 2008. Additional information has been requested.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.